Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, an attempt was made to use a resolute integrity rx coronary, drug eluting stent to treat a moderately tortuous, severely calcified lesion exhibiting 88% stenosis located in the mid circumflex (cx) artery. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre dilated. Resistance was not encountered when advancing the device. It was reported that stent deformation occurred in vivo during positioning. It is stated that the event was due to use of the device in difficult lesion morphology/anatomy i.e. The event was procedural related and not device related. The patient is alive with no injury.

Manufacturer narrative:
Device evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident from the 15th 17th distal stent wraps with struts raised and overlapping. The distal shaft was flattened approx. 8-9cm distal to the guidewire entry port. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.